Event description:
It was reported that a cartridge in use with an ilet system exhibited a leak with black, viscous liquid observed at the bottom of the cartridge and tubing, and the user returned the tubing and cartridge for evaluation after photos were requested. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact and no hospitalization. Investigation included collection of user-provided images and return of the affected cartridge and tubing for analysis. Investigation of this case revealed evidence consistent with a suspected cartridge leak and unknown black residue associated with the cartridge and/or fluid path; replacement of the cartridge was provided and a belt clip was sent as a goodwill item. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.